Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing of the lead. Upon interrogation, there was variable lead impedance on the ventricular lead. At the mobilization of the device, there was oversensing, but the distal lead impedance returned to normal. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and the distal conductor was fractured. It was noted that defibrillator conductor was fractured, the proximal conductor was fractured, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.